Event description:
Additional information was received stating that the patient was transferred from the original implanting center for surgical intervention for suspected internal driveline damage. The patient underwent subcostal pump exchange on (B)(6) 2018.

Event description:
Review of the submitted log file by the manufacturer's technical service representative revealed a low speed while attached to the power module where the speed dropped to 7590 rpm on 11nov2018, prior to the pump stoppage on 13nov2018.

Manufacturer narrative:
Additional information. Manufacturer's investigation results: the replaced portion of the percutaneous lead was returned for evaluation. The reported pump stoppage was confirmed based on review of the submitted system controller log file; however, a specific cause for the events could not be conclusively determined through the evaluation of the returned portion of the driveline. The replaced portion was returned in a segment measuring approximately 20¿. The outer silicone jacket was severed approximately 15.5¿ from the metal connector, and the remainder of the outer layers of the driveline were severed approximately 17¿ from the metal connector. Minor metal braided shield breakdown was observed along the length of the driveline segment, consistent with the duration of use. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline segment did not reveal any issues that would have contributed to the reported events. The patient remains ongoing on (B)(4) and no further issues have been reported at this time. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Adverse event or product problem, outcomes attributed to adverse event: correction. Manufacturer's investigation conclusion: the evaluation of the device confirmed a driveline issue which could have contributed to the report of pump off alarms, which were observed in the submitted system controller log file. The submitted system controller log file captured one transient low speed advisory event on (B)(6) 2018. Then, one pump stop was observed on (B)(6) 2018, followed by another transient low speed advisory event on (B)(6) 2018. These events only occurred while the patient was connected to a power module. Low flow hazard alarms were also observed during the pump stop event, associated with the low speed hazards. Based on previous complaint history, the observed events appeared consistent with a potential driveline issue. A distal end driveline repair was performed on (B)(6) 2018 and the replaced portion was returned in a segment measuring approximately 20¿. The outer silicone jacket was severed approximately 15.5¿ from the metal connector, and the remainder of the outer layers of the driveline were severed approximately 17¿ from the metal connector. Minor metal braided shield breakdown was observed along the length of the driveline segment, consistent with the duration of use. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline segment did not reveal any issues that would have contributed to the reported events. The device was returned assembled with the driveline severed approximately 6.5¿ from the pump housing. The remainder of the driveline was returned with an internal segment measuring approximately 9.5¿ and a distal segment measuring approximately 24¿. Metal braided shield breakdown was observed approximately 12¿ from the pump housing, and the metal braided shield was slightly pulled away from the nipple of the pump housing. Visual inspection of the underlying wires revealed a breach in the insulation of the orange wires approximately 12¿ from the pump housing, exposing the inner conductors. The damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the orange wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have caused the pump stops and low speed events observed in the submitted system controller log file. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. Heartmate ii lvas instructions for use section 6 entitled ¿patient care and management¿ and section 8 entitled ¿equipment storage and care¿ outline indications of driveline damage as well as how to respond to such events. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 2 years, 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented in clinic and reported a pump off alarms the day prior with a very brief audible alarm. Their ldh, inr, and powers were all stable. The patients controller was exchanged and log files were submitted for review. Technical services reviewed the log files and observed multiple low speed and a pump stop on (B)(6) 2018, all while attached to the power module , additionally, it was reported that the patient has had weight fluctuates but no significant changes. The patient reported no specific torso movements at the time. That may have contributed to the event. X-ray imaging was performed and a image was damaged with too much shadowing for review. The other x-ray images were found to be unremarkable. Technical services went onsite on (B)(4) 2018 for a percutaneous lead (driveline) repair. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient was monitored for any more alarms overnight and discharged.